Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 26-apr-2018. Product investigation is in progress.

Event description:
Report source: non-event - spontaneous. A parent reported via e-mail on (B)(6) 2018 that while her son of unspecified age uses his oral-b power rechargeable toothbrush handle triumph (B)(4), the oral-b power oral care refill precision clean falls off. She reported the brush head fits the handle, but it's loose and falls off every time he tries to brush his teeth. The brush head was from a pack of 4. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
28-may-2018 product investigation results: reporter returned toothbrush heads on 26-apr-2018. Product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Report source: non-event - spontaneous. A parent reported via e-mail on 18-apr-2018 that while her son of unspecified age uses his oral-b power rechargeable toothbrush handle triumph 3731, the oral-b power oral care refill precision clean falls off. She reported the brush head fits the handle, but it's loose and falls off every time he tries to brush his teeth. The brush head was from a pack of 4. No symptoms were reported. Relevant history: none reported. No further information was provided.